Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose readings of 130 mg/dl, 157 mg/dl and 116 mg/dl on the reported meter, which she claimed were in accurately high compared to her expected values. The patient also reported she obtained the same reading of 130 mg/dl on the reported meter multiple times. The patient took no actions based on the meter readings. The patient manages her diabetes with diet and oral diabetes medications. One week after the meter issue began, the patient experienced the symptoms of shaking, thirst and frequent urination. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were expired, which can cause inaccurate readings. It was also determined the patient was attempting to test while in the meter's memory mode. The meter, test strips and control solution were replaced. The patient's technique was incorrect by using expired test strips and testing while in the meter's memory mode. However, as the patient allegedly suffered symptoms suggesting severe injury after the meter issue occurred, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.